Event description:
It was reported that the patient has expired after a implant duration of approximately 2.4 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Event description:
Major pump unit(s) involved: drive unit failure; aps & cpu boards were found to be loose after change out of ddc. Specific component(s) involved: pump drive unit malfunction aps & cpu boards were not tight; causative or contributing factor: no specific contributing cause identified. Intervention(s): changed to different ddc-aps board & cpu boards tightened; type: both (in the same or visit).

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. Customer letter not required.